Event description:
It was reported that during a cardiac ablation procedure, after the fluoroscopy injection with contrast was performed a small effusion was discovered. The pericardial effusion was confirmed with ultrasound. An anti-heparin medication was administered. The patient was monitored for 30 minutes and the effusion did not increase in size. The case was stopped and the patient was moved to recovery. The patient was in a stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: ultrasound catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.